Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The pin that contains the hex tip on the device was loose. The device was manufactured in 2014 and exhibits signs of extensive wear/usage. This failure is being addressed through our internal quality hold and supplier corrective action processes. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that the pin holding the bit into the shaft is loose and falling out, the screwdriver is broken, but nothing falls into the incision. An s&n backup device was available to complete the procedure without delay or patient injuries. The final outcome was good.